Event description:
It was reported that the patient drove themselves to the hospital and were hospitalized with hyperglycemia. The patient's blood glucose levels reached 28 mmol/l (504 mg/dl) and ketones 1.5 mmol/l, while wearing the pod. Symptoms reported include headaches and vomiting. The patient was treated with intravenous drip and insulin called abasaglar. The patient was released from the hospital after 3 hours. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.